Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if additional info becomes available. 2-year review of the complaint history reveals no other reports have been rec'd for this serial number for the reported issue.

Event description:
The facility reported an infusion pump that "shuts off" when "open key pressed". The event was reported to have occurred during patient infusion. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event. No additional info available.